Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown with osteoarthritis (kellgren-lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct- 1997 to jul- 2010. The patient's medical history was not provided. On (B)(6) 2005, the patient initiated treatment with intra-articular injection of synvisc (hylan gf-20) in left knee (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2005, the patient experienced synovitis of left knee. On an unspecified date in 2005, 25 cc of turbid yellow joint fluid was aspirated from left knee. The patient received treatment with 1.5 cc betamethasone. On (B)(6) 2005, the patient experienced second episode of synovitis of left knee. The outcome of left knee effusion was not provided. At the time of this report the event of synovitis had not recovered. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis of left knee an left knee effusion was moderate. The reporting physician assessed the relationship between synvisc with synovitis of left knee as definitely related and did not provide a causal relationship with left knee effusion. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on april 15, 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.